Event description:
It was reported that during a procedure to place drg trial leads, the tip of the sheath appeared to have been sheared off and remained inside the patient. There were no consequences to the patient. No intervention to retrieve the device is planned at this time.